Event description:
Reportable based on analysis completed on 10-mar-2015. It was reported that shaft stretch occurred. The target lesion was located in a shunt in the moderately calcified and moderately tortuous vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. After inflations and during removal of the device from patient, the shaft of the device was stretched at a site near the sheath. The procedure was completed without issue. No patient complications were reported and the patient's status was good. However, returned device analysis revealed shaft was slit open.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. No issues were noted with the tip section of the device. An examination of the balloon found traces of solidified contrast media inside the balloon. The balloon was not refolded. A visual examination of the shaft found that the shaft was severely stretched from 24.5cm to 30.5cm proximal to the tip. In this stretched section of shaft, the shaft was slit open for a length of 2.4cm. This slit in the extrusion was in the inflation lumen. When an attempt was made to inflate the balloon liquid leaked out through the damaged shaft. The guidewire used during the procedure was not received for analysis. As part of the analysis a 0.035 inch size guidewire was inserted through the tip but it could not pass through the stretched and damaged section of the shaft. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)